Event description:
The customer reported that the system displayed an interlock failure error message. This error message will likely cause the system to shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was operating as intended.